Event description:
During the surgery, the surgeon found the foreign material on the femoral component. The surgeon removed the foreign material from the femoral component. Then, the femoral component was used without problem.

Manufacturer narrative:
Method: visual exam, device history review, complaint history review. Results: visual exam confirms the reported event. Device history review shows 2 of the original 8 units were scrapped at the post-ha cleaning operation. There is no indication that this might be related to this event. Complaint history review shows there has been no other reported events. Conclusion: root cause appears to be human error.